Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: a review of the black box showed the las bolus delivery was a 9.3 unit ezcarb normal bolus. The black box showed no unexplained power interruptions on the date of the event, or throughout the black box. The total daily dose history indicated the pump was delivering accurately until the end of usage. No moisture/corrosion was found in the battery compartment. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. No damage was found to the returned battery cap. The returned battery cap fit to the pump and successfully completed 24 hour testing. No power interruptions occurred during investigation. The returned battery cap measured within specifications. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range and accurately. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 586 mg/dl with sweating, blurred vision and nervousness associated with an alleged intermittent power issue. Reportedly, the patient remained on the pump received phone advice from her health care provider. It was also noted that the patient would give herself insulin via injection when her bgs were high. During troubleshooting with customer technical support, it was noted that the patient has been experienced numerous intermittent power interruptions with the pump. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged intermittent power issue.